Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the original serial number, (B)(4), was incorrect and the correct serial number was (B)(4). Data error was corrected. No patient symptoms or further complications were reported as a result of this event.